Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the pressure transducer printed circuit board (pcb) was found defective. The issue has been resolved by replacing the defective part and the device was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the pressure transducer pcb was the cause of the failure. However, the root cause to why the part failed has not been established as the mentioned part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).